Event description:
(B)(4) . Same patient as 2134265-2009-03596. It was reported that following a coronary artery stenting procedure, the patient expired. The lesion being treated in the index procedure was a 3.50, 90% stenosed 20.0mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with direct stent placement by implanting a 3.50x20mm taxus express2 study stent. The lesion was post dilated using a 3.50x20 balloon and the stent delivery balloon. Ivus was used to confirm placement. The patient was discharged 2 days later. In (B)(6) 2010, the patient was diagnosed with interstitial pneumonia. The patient was hospitalized in another facility and expired in (B)(6) 2010. No further information regarding the death is available, and it is unknown if an autopsy was performed.

Manufacturer narrative:
As the device has not been returned, a technical analysis of the complaint devcie could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)